Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Reloaded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system locked up and required reboot in order to respond. It was also noted that the initial shot was normal but subsequent shots show no image or a collimator down image prior to lockup. There was no report of patient injury.